Manufacturer narrative:
Investigation results: the complaint of needle retraction failure was confirmed and the cause appeared to be manufacturing related. One 20ga insyte autoguard unit from lot #3156759 was provided for investigation. The needle remained fully extended and the safety mechanism could not be activated due to misplaced adhesive. The appropriate manufacturing personnel were notified of this complaint. A trend was identified for needle retraction failure complaints and corrective actions were opened to address this issue. This complaint type and corrective action will continue to be monitored for effectiveness.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter, translated from chinese to english: the needle could not be retracted when using.